Event description:
It was reported that the patient experienced muscle stimulation. The lead was explanted during a routine device change out. The patient was stable prior during and post procedure. The patient would be followed normally.